Event description:
The facility reported the the batteries were replaced. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
Eval summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).